Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient was hospitalized from (B)(6) 2011, due to pneumonia and was disconnected from the infusion device until (B)(6) 2011. On (B)(6) 2011 at 5:30 p.m., blood glucose elevated to "hi." Patient delivered several boluses through the infusion device, and blood glucose lowered to 26.9 mmol/l (484.2 mg/dl). Patient then delivered 10 i.e through an insulin pen, and blood glucose was 21.2 mmol/l (381.6 mg/dl). He delivered 7 i.e. Through an insulin pen, and blood glucose was 17 mmol/l (306 mg/dl). Infusion device was not exposed to electromagnetic fields. Patient was on antibiotics, and there were no changes to his diet. The basal rates were programmed correctly on the infusion device. Normal blood glucose is 6-10 mmol/l (108-180 mg/dl). Patient switched to his backup infusion device. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.